Event description:
In 2008, a company representative reported the patient is experiencing elevated blood glucose levels but had few other details. On follow up with the patient, she stated she has had elevated blood glucose readings of 400 mg/dl to "hi" with her normal range being below 150 mg/dl. She stated she bolused insulin but her levels did not decrease. She said she previously changed her insulin infusion headset and blood had flowed into the cannula. She stated she disconnected from her headset and primed the blood out of the tubing but did not change her headset. It was after this that she experienced the elevated readings and thinks this caused them. She stated, she changed her headset and her blood glucose levels decreased and she is currently within her normal range. She checked the cannula when she removed the headset but it was not bent. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.